Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and flail leaflet for a mitraclip procedure. During the procedure, the clip was unable to pass establish final arm angle test (efaa) as it opened more than 40 degrees. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip open during efaa could not be replicated in a testing environment due to the condition of the returned device (lock knob and lock line were not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement associated with clip opening during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.